Event description:
Caller states that she tested on her device and received a reading of 259mg/dl. She states she took 15 units of insulin in response to the reading. She reports 3 hours later that she fell off the bed and went into shock. She states her spouse called the paramedics who arrived and tested caller at 37mg/dl. She states that they transported her to the hosp where she was put on a glucose IV. She reports she remained in the hosp for 4 days. No glucose control solutions were used. Requested return of suspect device and replacement was sent.